Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 14. Details of surgery: primary stability not achieved. On (B)(6) 2026, the implant was removed upon clinician¿s decision. Patient presented with bone type IV. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.